Event description:
N/a.

Manufacturer narrative:
The cusa clarity console (c7000) was evaluated in the field: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: an integra field service technician visited the facility and evaluated the device. Based on the reported complaint it was determined that the software was corrupt and required updating. As a result, new software upgrade to latest version was performed. Root cause - the root cause is confirmed as software corruption. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during craniotomy with meningioma procedure, there was a "fatal error" on the screen of the cusa clarity console (c7000) when the device was turned on. They could not do anything from the screen and the touchscreen would not respond. The issue was fixed by unplugging the power cord from the console and re-plugging back in. The facility's biomed states that it is a power issue or motherboard issue which requires service tech attention. There was a 40-minute delay in surgery reported.